Event description:
Patient reported that device has been generating cartridge/adapter alerts for the past two months. On one occasion, the patient noticed an insulin leak in the device's insulin cartridge compartment (patient feels device is at fault). Patient's blood glucose was not affected, and no treatment was received.